Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the reliant device. The exact size of the device is unknown. Survey results from an interventional cardiologist in practice 15 years, who has used the reliant device for expansion of vascular prostheses 100 times in total of which all of those times were in the last 12 months. For the temporary occlusion of large vessels the physician used the device 100 times in total of which all of those times were in the last 12 months. During use of the reliant for expansion of vascular prostheses (assisting in the expansion of self-expanding stent grafts), the fol lowing complications were encountered; aneurysm rupture. The physician found the aneurysm rupture events somewhat concerning and very concerning. Of the aneurysm rupture events at least one was reported to be related to the device itself as per the physician. During use of the reliant for temporary occlusion of large vessels, the physician didn't encounter any complications. Of the above complications reported, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided.